Event description:
Caller reported cgm error 42, which prompted a pump reset under guidance from cts. There was no adverse impact to the customer¿s blood glucose level. Resolution involved the successful initiation of a new sensor session by the caller, eliminating the recurrence of the error code.